Event description:
It was reported that the metal tip of the fiber detached inside of the patient during manipulation in the cystoscope and was found in the patients bladder. The tip of the fiber was not cleaned during the procedure. There is no report of patient outcome or how the procedure was completed.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The distal part of glass cap and metal cap is detached and not returned. The outer flow tubing wall integrity is compromised. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixtrue test. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the metal tip of the fiber detached inside of the patient during manipulation in the cystoscope and was found in the patients bladder. The tip of the fiber was not cleaned during the procedure. There is no report of patient outcome or how the procedure was completed.